Event description:
Fast flow. No adverse event reported. Date of event: unknown.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.